Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and unresponsive buttons due to corroded keypad traces. The device was received with cracked display window corners, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 204 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.